Event description:
It was reported that an implant was placed too deep into the #19 socket and hit a nerve, resulting in paresthesia. The doctor noted the complication immediately after the procedure via a radiograph and corrected the implant's position. Subesequent to the procedure, the patient reportedly consulted a specialist who indicated that the condition would take at least six months to resolve. The implant was still in place and the symptoms still present as of september 2005. No further information is available as the patient has since changed dentists.